Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that a power on reset (por) code and 0x0008 low voltage code were displayed. The rep said that the patient had not been seen in 2 years and it was unknown if any physician mode recharges (pmr) had been performed but upon interrogation, on the day of the report, the rep saw a por with a message that battery capacity has been reduced. The rep stated that the patient was adamant the stimulation had been on, they had been using it 24/7 and they had been recharging. The rep stated that the patient hasn't had a patient programmer this whole time but the rep got them one on the day of the report. The rep was able to successfully clear the por with the physician programmer. The rep said that the patient had also noticed an increase in charge frequency in about the last 6 months, with the increase being more pronounced in the last 2 months. The rep stated that the patient was charging every 3 weeks and then once a week and now every 4 days; the rep mentioned they didn't know how reliable the patient was. The rep noted that impedances were fine. Technical services reviewed an overdischarge would cause the patient to have to recharge more frequently. The rep said they reprogrammed the patient and they were going to see if that helps the situation. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of increased recharge was due to over discharge and not fully charging the device. Patient education was performed, impedance test ran and came back normal. Issue has been resolved.